Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: ryugen nc 3.0x10, guide wire: runthrough. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, mid left anterior descending (lad) artery, after pre-dilatation with a 2.0 x 10mm balloon the 3.0 x28 mm xience prime stent was implanted at 10 atmosphere (atm). Post dilatation with a 3.0 x 10mm non-compliant balloon at 20 atm was performed and a distal stent edge dissection was noted. A 3.0 x 18 mm xience prime stent was implanted as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.